Event description:
Customer reported the system displayed a saturation fault during a pt case and x-rays were disabled. No pt injury was reported.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.